Event description:
The pt underwent a successful stenting procedure of the left middle cerebral artery (mca) for intracranial vertebral atherosclerotic disease in late 2005. During follow-up, it was reported the pt suffered a stroke twelve days later. Pt was administered medication (type and dosage not disclosed) as well as arterial thrombolytic therapy. Event reportedly resolved december 22, 2005 without residual effects. No further details were disclosed.

Manufacturer narrative:
(Other) - no device malfunction was alleged.